Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfied with appearance of her breasts. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 400cc gel breast prostheses was disappointed with the appearance of her breasts after the procedure. The patient reported that she had ¿frankenstein boobs¿ and stated that her left breast prosthesis gave her more problems than the right. As a result, the patient underwent bilateral explantation and replacement with mentor moderate plus profile gel breast prostheses in (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.